Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
An email was received with medwatch report number mw5181961 with regards to a ndehp ls 5.25in microb ext set where it was reported that slip connector extension popped out of IV catheter during allowing patient to bleed under drapes, which could not be recognized, due to sheets absorbing fluid and blood. The part of the extension popped out in the IV catheter was at the junction where it is attached to the IV catheter. Stat istat hgb 7.8. The patient required resuscitation with IV fluids and albumin 125 ml. The patient was monitored in the pacu and h&h was drawn. Repeat hgb was 9. Patient was discharged in stable condition after resuscitation and providing albumin. At the time of the report, the diagnosis of the patient was 45, x/46, xy mosaicism. The report stated that the patient underwent hypospadias surgery on (B)(6) 2025. He had a history of bifid scrotum, congenital chordee, hypospadias, prostatic utricle cyst, redundant foreskin. Other devices that were used with the complaint device were bd IV catheter, IV tubing. There were patient involvement and an adverse event.

Manufacturer narrative:
A photo was returned showing the male luer of the 126506628 ndehp ls 5.25in microb ext set inserted into a female luer. No defects or anomalies noted. No sister samples were available. No lot number was provided for a lot history review. The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.